Event description:
Could barely walk [unable to walk]. Bedridden [bedridden]. Difficulty walking [difficulty in walking]. Weight bearing difficulty [weight bearing difficulty]. Pain in hip [pain in hip] ([condition worsened]). Knee starting to swell [knee swelling] . Synvisc one administered in hip [off label use] . Initial information received on 19-sep-2018 regarding an unsolicited valid serious case from canada received from the consumer. This case involves a (B)(6) years old female patient who experienced could barely walk, difficulty walking, weight bearing difficulty, knee starting to swell, bedridden, pain in hip and synvisc one administered in hip, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient was administered synvisc one injection (hylan g-f 20, sodium hyaluronate) 6 ml once intra-articular (with an unknown batch number) for osteoarthritis. On (B)(6) 2018, after 8 hours of receiving synvisc one injection in the right hip, patient experienced pain in her hip and difficulty walking. On (B)(6) 2018, patient had excruciating pain and could barely walk (latencies: 1 day). She had to go the emergency department and the doctor prescribed tylenol 3 (acetaminophen with codeine) and naproxyn to help with pain in hip/excruciating pain. On (B)(6) 2018 she had noticed some improvement in pain but could not easily walk or bear weight and was using crutches (latency: 4 days). Since the injection, patient was in severe pain, was bedridden and her knees had started to swell (latencies: unknown). Patient informed that she would be seeing the doctor on (B)(6) 2018. Final diagnosis was synvisc one administered in hip, pain in hip, difficulty walking, could barely walk, bedridden, and weight bearing difficulty. Corrective treatment: naproxen and paracetamol (tylenol) for arthralgia; crutches for difficulty walking, unable to walk and weight bearing difficulty. Outcome: recovering/resolving for pain in hip, not recovered / not resolved for difficulty walking, for excruciating pain, could barely walk, and weight bearing difficulty; not applicable for synvisc one administered in hip. Seriousness criteria: disability for bedridden, could barely walk, difficulty walking and weight bearing difficulty. A product technical complaint (ptc) was initiated on 24-sep-2018 for "synvisc one". Batch number unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was 24-sep-2018. No safety issues were indicated in this review. Additional information received on 24-sep-2018 and 25-sep-2018 (processed together with csd 24-sep-2018) in the form of investigation summary. Ptc results and number were added.

Event description:
Bedridden [bedridden] weight bearing difficulty [weight bearing difficulty], could barely walk [unable to walk] , difficulty walking [difficulty in walking] , pain in hip [pain in hip] ([condition worsened],) knee starting to swell [knee swelling], synvisc one administered in hip [off label use]. Case narrative: based on additional information received on (B)(6) 2018, the case was medically confirmed. Initial information received on (B)(6) 2018 regarding an unsolicited valid serious case from canada received from the consumer. This case involves a 57 years old female patient who experienced could barely walk, difficulty walking, weight bearing difficulty, knee starting to swell, bedridden, pain in hip and synvisc one administered in hip, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient was administered synvisc one injection (hylan g-f 20, sodium hyaluronate) 6 ml once intra-articular (batch number- 8rsl010, exp nov-2020) for osteoarthritis in right hip. On the same day, after 8 hours of receiving synvisc one injection in the right hip, patient experienced pain in her hip and difficulty walking. On (B)(6) 2018, patient had excruciating pain and could barely walk (latencies: 1 day). She had to go the emergency department and the doctor prescribed tylenol 3 (acetaminophen with codeine) and naproxyn to help with pain in hip/excruciating pain. On (B)(6) 2018 she had noticed some improvement in pain but could not easily walk or bear weight and was using crutches (latency: 4 days). Since the injection, patient was in severe pain, was bedridden and her knees had started to swell (latencies: unknown). Patient informed that she would be seeing the doctor on 21-sep-2018. Patient reported that there was an improvement in pain, pain was less. However, patient was now in phsyio and still was walking with crutches since from three and half weeks after receiving the injection in hip. Patient further mentioned that he had not returned to work. On (B)(6) 2018, it was reported that the severity of events pain in hipa, could barely walk, weight bearing difficulty, knee started to swell was severe. Also, the physician considered that synvisc one contributed to the adverse events. It was reported that the patient's condition gradually improved but took several weeks. Final diagnosis was synvisc one administered in hip, pain in hip, difficulty walking, could barely walk, bedridden and weight bearing difficulty. Corrective treatment: naproxen and paracetamol (tylenol) for arthralgia; crutches for difficulty walking, unable to walk and weight bearing difficulty. Outcome: recovering/resolving for pain in hip and weight bearing difficulty, not recovered / not resolved for difficulty walking, for excruciating pain, could barely walk; not applicable for synvisc one administered in hip. Seriousness criteria: disability for bedridden, could barely walk, difficulty walking and weight bearing difficulty. A product technical complaint (ptc) was initiated on (B)(6) 2018 for synvisc one. Batch number unknown, global ptc number: 55650. The production and quality control documentation for lot # 8rsl010 expiration date (2020-11) was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsl010 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. As of (B)(6) there are 3 complaints on file for lot# 8rsl010 and all related sublots. 3 complaints are on file for lot# 8rsl010: (1) adverse event report, (1) adverse event report/off label use and (1) lack of effect. Sanofi would continue to monitor complaints to determine if a CAPA was required. Additional information received on (B)(6) 2018 and (B)(6) 2018 (processed together with csd (B)(6) 2018) in the form of investigation summary. Ptc results and number were added. Additional information received on (B)(6) 2018 form patient. Corrective treatment for pain in hip was added. Clinical course updated and text amended accordingly. Additional information received on (B)(6) 2018 from non-healthcare professional. Outcome for weight bearing difficulty was updated to recovering/resolving. Batch number for synvisc one was updated. Clinical course updated and text amended accordingly additional information received on (B)(6) 2019. Investigation results updated. Text amended accordingly.

Event description:
Could barely walk [unable to walk] bedridden [bedridden] difficulty walking [difficulty in walking] weight bearing difficulty [weight bearing difficulty] pain in hip [pain in hip] ([condition worsened]) knee starting to swell [knee swelling] synvisc one administered in hip [off label use] case narrative: initial information received on 19-sep-2018 regarding an unsolicited valid serious case from canada received from the consumer. This case involves a 57 years old female patient who experienced could barely walk, difficulty walking, weight bearing difficulty, knee starting to swell, bedridden, pain in hip and synvisc one administered in hip, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient was administered synvisc one injection (hylan g-f 20, sodium hyaluronate) 6 ml once intra-articular (with an unknown batch number) for osteoarthritis. On (B)(6) 2018, after 8 hours of receiving synvisc one injection in the right hip, patient experienced pain in her hip and difficulty walking. On (B)(6) 2018, patient had excruciating pain and could barely walk (latencies: 1 day). She had to go the emergency department and the doctor prescribed tylenol 3 (acetaminophen with codeine) and naproxyn to help with pain in hip/excruciating pain. On (B)(6) 2018 she had noticed some improvement in pain but could not easily walk or bear weight and was using crutches (latency: 4 days). Since the injection, patient was in severe pain, was bedridden and her knees had started to swell (latencies: unknown). Patient informed that she would be seeing the doctor on(B)(6) 2018. Patient reported that there was an improvement in pain, pain was less. However, patient was now in phsyio and still was walking with crutches since from three and half weeks after receiving the injection in hip. Patient further mentioned that he had not returned to work. Final diagnosis was synvisc one administered in hip, pain in hip, difficulty walking, could barely walk, bedridden and weight bearing difficulty. Corrective treatment: naproxen and paracetamol (tylenol) for arthralgia; crutches for difficulty walking, unable to walk and weight bearing difficulty. Outcome: recovering/resolving for pain in hip, not recovered / not resolved for difficulty walking, for excruciating pain, could barely walk, and weight bearing difficulty; not applicable for synvisc one administered in hip. Seriousness criteria: disability for bedridden, could barely walk, difficulty walking and weight bearing difficulty. A product technical complaint (ptc) was initiated on (B)(6) 2018 for "synvisc one". Batch number unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was (B)(6) -2018. No safety issues were indicated in this review. Additional information received on 24-sep-2018 and 25-sep-2018 (processed together with csd 24-sep-2018) in the form of investigation summary. Ptc results and number were added. Additional information received on 18-oct-2018 form patient. Corrective treatment for pain in hip was added. Clinical course updated and text amended accordingly

Event description:
Could barely walk [unable to walk] bedridden [bedridden] difficulty walking [difficulty in walking] weight bearing difficulty [weight bearing difficulty] pain in hip [pain in hip] ([condition worsened]) knee starting to swell [knee swelling] synvisc one administered in hip [off label use]. Case narrative: based on additional information received on 28-nov-2018, the case was medically confirmed. Initial information received on 19-sep-2018 regarding an unsolicited valid serious case from canada received from the consumer. This case involves a 57 years old female patient who experienced could barely walk, difficulty walking, weight bearing difficulty, knee starting to swell, bedridden, pain in hip and synvisc one administered in hip, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient was administered synvisc one injection (hylan g-f 20, sodium hyaluronate) 6 ml once intra-articular (batch number- 8rsl010) for osteoarthritis. On (B)(6) 2018, after 8 hours of receiving synvisc one injection in the right hip, patient experienced pain in her hip and difficulty walking. On (B)(6) 2018, patient had excruciating pain and could barely walk (latencies: 1 day). She had to go the emergency department and the doctor prescribed tylenol 3 (acetaminophen with codeine) and naproxyn to help with pain in hip/excruciating pain. On (B)(6) 2018 she had noticed some improvement in pain but could not easily walk or bear weight and was using crutches (latency: 4 days). Since the injection, patient was in severe pain, was bedridden and her knees had started to swell (latencies: unknown). Patient informed that she would be seeing the doctor on (B)(6) 2018. Patient reported that there was an improvement in pain, pain was less. However, patient was now in phsyio and still was walking with crutches since from three and half weeks after receiving the injection in hip. Patient further mentioned that he had not returned to work. On (B)(6) 2018, it was reported that the severity of events pain in hipa, could barely walk, weight bearing difficulty, knee started to swell was severe. Also, the physician considered that synvisc one contributed to the adverse events. It was reported that the patient's condition gradually improved but took several weeks. Final diagnosis was synvisc one administered in hip, pain in hip, difficulty walking, could barely walk, bedridden and weight bearing difficulty. Corrective treatment: naproxen and paracetamol (tylenol) for arthralgia; crutches for difficulty walking, unable to walk and weight bearing difficulty. Outcome: recovering/resolving for pain in hip and weight bearing difficulty, not recovered not resolved for difficulty walking, for excruciating pain, could barely walk; not applicable for synvisc one administered in hip. Seriousness criteria: disability for bedridden, could barely walk, difficulty walking and weight bearing difficulty. A product technical complaint (ptc) was initiated on (B)(6) 2018 for "synvisc one". Batch number unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was (B)(6) 2018. No safety issues were indicated in this review. Additional information received on 24-sep-2018 and 25-sep-2018 (processed together with csd 24-sep-2018) in the form of investigation summary. Ptc results and number were added. Additional information received on 18-oct-2018 form patient. Corrective treatment for pain in hip was added. Clinical course updated and text amended accordingly. Additional information received on 28-nov-2018 from non-healthcare professional. Outcome for weight bearing difficulty was updated to recovering/resolving. Batch number for synvisc one was updated. Clinical course updated and text amended accordingly